Event description:
Report received of a pump sliding down the IV pole, resulting in "minor scratches and bruising" to a healthcare professional. The healthcare professional was transferring a patient on a gurney to another room in the e.r. Department. Reportedly the healthcare professional was pushing the gurnery with one hand and the other hand was pushing a free-standing IV pole. The healthcare professional was reportedly grasping the IV pole below where the pump was attached. After an unspecified length of time, the pump "slid down the IV pole resulting in minor scratches and brusies to the healthcare professional's hand." They reportedly "repositioned the pump on the pole and re-attached the pump to the pole." No medical interventions rere required. In addition, there were no reports of any adverse patient events. Though requested, no additional information was provided.